Manufacturer narrative:
The local area sales representative was attempting to obtain additional information. The available information suggests this device remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had experienced a syncopal episode and was found unconscious. An emergency medical technician stated there was no rhythm to shock with the automated external defibrillator. Device interrogation revealed the patient had two nonsustained ventricular tachycardia (nsvt) episodes that occurred on the day of the syncopal episode. All measurements were acceptable and there was no evidence of undersensing. It appeared that the nsvt was below the rate cut off. It was unknown if the nsvt episodes occurred at the time of the syncopal episode. There were no allegations against device functionality.